Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. A taxus express2 2.50 x 16 mm drug eluting stent was deployed. The balloon was deflated without complications. The physician could pull back the balloon only with forceful pulling and twisting. Balloon deflation was proceeded without problems. Pt outcome is unk at this time. Additional info has been requested.

Event description:
Additional info received reports the lesion was located in the mid left anterior descending artery. It was described as 75% stenosed and non-tortuous. The lesion had been direct-stented with the taxus express2 drug eluting stent at 12 atm for 20 seconds.

Event description:
Add'l info from health care professional reports the target lesion was de novo. There were no pt symptoms while the balloon remained inflated. The device was removed from the pt intact and there were no pt injuries related to the balloon inflation/deflation. The procedure was completed successfully and the final pt condition was noted as o.k.